Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a chip or crack in the liquid crystal display screen. The blood glucose reading was 476 mg/dl, which was treated with the insulin pump and manual injection. The customer's father did not know the cause of the damage. He was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot. Physical inspection reveals that the lcd or lcd window not cracked as reported by the user.